Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, nurse noticed a small hole in packaging, refused to use. Another device was used.

Manufacturer narrative:
An event regarding packaging issue involving an securfit stem was reported. The event was confirmed. Method & results: device evaluation and results: the device packaging was returned and the top part of the shrink wrap was opened. The shrink wrap has pin holes in various area of the plastic. The holes are in a rows from the top of the packaging to the bottom. Medical records received and evaluation: not performed as no medical records were provided. There is no indication that patient factors contributed to the reported event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the visual inspection confirmed the event, but the root cause could not be determined. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During surgery, nurse noticed a small hole in packaging, refused to use. Another device was used.